Manufacturer narrative:
Upon receipt the lead was found cut 18.5cm distal to the is-1 connector pin. 22cm proximal to the lead tip the lead body was found cut. The distal and medial fragment were still connected via both, the conductor coil and the conductor cable leading to the svc shock coil. An approximately 4cm long medial fragment was not returned. The performance of the fragments was scrutinized, including a visual inspection. Multiple abrasions were detected on the leads body. In particular in the distal lead region the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing and inappropriate therapy. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation 6cm distal to the df-1 connector pin, the fractured conductor cable leading to the ring electrode as well as the deformed svc and rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 153 months, ventricular oversensing was reported.